Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had alarmed/alerted at midnight. Pump history was reviewed with tandem technical support and the alarm could not be identified. Customer did not upload pump data for review. No additional information was provided. Blood glucose was 85 mg/dl.